Manufacturer narrative:
Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA, 45 barbour pond drive, wayne, nj 07470. Contact person- (B)(6). According to the service order report# (B)(4), dated 2019-05-07 a scheduled preventive maintenance was performed. On 2019-05-13 the service technician stated in an e-mail as follows: "this unit (rfc (B)(4)) is a service loaner/rental unit. Sorry, I was not aware that a complaint was submitted for this unit. This unit has been tested and returned to service without issue ¿ see attached service report. However, rfd s/n 91064359 that was returned with this console did have the described error. Please see complaint (B)(4). The rfd was sent to germany for repair via ra38272." This complaint was therefore erroneously created and will be closed. The authority reports are withdrawn.

Event description:
Internal reference: (B)(4). Customer reference: (B)(4).

Manufacturer narrative:
(B)(4). Reference exemption # e2018002. A follow-up medwatch will be submitted when additional information becomes available. (B)(4). The device cannot be repaired in the field and will therefore be sent to getinge national repair center.

Event description:
(B)(4). As stated by the ssu: "when they reconnected the rotaflow drive to the console, it damaged the control board. Once the rpms go past 1000, the unit displays a <error head> alarm". No known impact to the patient. Note01: the rotaflow drive (catalog# 701022161, sn# (B)(4)) was also involved in this incident and will be handled with the complaint (B)(4). As stated by the ssu: "they tried swapping the drive and damaged the listed drive when they plugged it in to the unit that was powered on".